Manufacturer narrative:
Sensory medical provided information to the dme representative about proper use of the safety sheet locks' safety features to prevent burrowing, elopement, and entrapment. Sensory medical made multiple attempts for additional information relevant to the investigation which was not received. Sensory medical attempted five separate times to gather details surrounding the reported event on 09/24/2025 (email), 09/26/2025 (email), 09/30/2025 (email), 10/02/2025 (email), and 10/10/2025 (phone call, no answer, left voicemail). Sensory medical is unable to determine if the caregiver was using the safety sheet locks as required, due to no response from the dme. The manufacturing records were reviewed as part of the investigation. All required inspections were performed and passed the acceptance criteria. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent entrapment and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required. Page 5 contains a parts list, which includes the locks. Page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. Page 15 assembly + care faq's includes description and use of the locks on the safety sheets and the technology hub zippers. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. There was no report of injury as a result of the event.

Event description:
The dme reported that they received an inquiry on behalf of their client. The client stated that her son is able to open the zipper not only from the pull tab but even with a separation of the zipper teeth. The child was able to unzip the safety sheet, go under the sheets, and climb on top of the canopy. There was no report of injury as a result of the event.